Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump trainer called to report that the customer was hospitalized recently. The caller stated that the customer received a motor error alarm on (B)(6) 2013, and the next day he was in the hospital. The caller stated that the insulin pump is functioning properly now. Nothing further was reported.